Event description:
It was reported that the patient presented for a hospital check. It was noted that the right atrial lead exhibited high capture threshold, decreased sensing and high pacing impedance with greater than double rise from the baseline impedance. The lead was capped and replaced on (B)(6) 2025. The patient was stable.